Manufacturer narrative:
Additional information has been requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that early battery depletion was suspected. The patient was seen (B)(6) 2019 with one year remaining to the elective replacement indicator (eri) but eri was noted to have occurred (B)(6) 2019. The pacemaker was explanted and replaced. The patient was stable prior to the procedure. Additional information has been requested but not yet received.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in backup mode which was triggered post-explant consistent with exposure of the device to cold temperature. Evidence from the device image indicates the pacer remained above the elective replacement indicator (eri) throughout the implant period and electrical tests performed, including evaluation at various pulse amplitudes did not find any anomaly. Total projected longevity based on field settings is 8.04 years, implant duration was 8.21 years which exceeded the projected longevity and it is considered normal battery depletion.

Event description:
New information notes no issues were observed during the procedure and the patient was stable before, during and after the procedure.